Event description:
It was reported that the user experienced a low blood glucose event while at work, with a measured glucose of 54 mg/dl, which the user attributed to not eating. The event was addressed through oral glucose in the form of orange juice. Investigation of this case revealed user-related factors consistent with missed meal leading to hypoglycemia. Symptoms included lightheadedness associated with hypoglycemia. Outcomes included a self-treatment without hospitalization. It was concluded that the event was related to hypoglycemia with unclear device contribution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.